Event description:
Customer called to report a burning smell from the right side of the synchron cx5ce clinical analyzer, followed by a powering down of the system. After powering up the instrument, customer stated that an electrical burning smell came from the lower right side of the instrument. Customer asked that the instrument be removed from the facility; therefore, a service request was not generated. Customer stated that no one was harmed or affected by the burning smell produced by the instrument.

Manufacturer narrative:
Customer requested that the instrument be picked up from the facility. A service call was not generated. (B)(4). Customer requested instrument removal.